Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) due to the rear response button trace was damaged. The root cause of the damaged trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) due to the rear response button trace was damaged. The root cause of the damaged trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.